Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was confirmed. However, the reported experience of something different during pushing the plunger was not confirmed as there was no abnormality noticed during needle plunger reinsertion. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after intravascular coil embolization procedure of a left internal carotid aneurysm, arteriotomy closure of the femoral artery was attempted using a perclose proglide device. Reportedly, "the physician felt something different during pushing the plunger" and although no resistance was encountered as the needle plunger was slowly removed, a needle-to-cuff miss occurred. When the device was removed, the suture was noted across the puncture site without the knot. One end of the suture was pulled; the entire suture was retrieved. No resistance was felt during removal of the device. Manual arterial compression was applied for thirty minutes to achieve hemostasis. There were no reported adverse patient sequelae. Although there was no reported significant delay and no affect for the treatment an additional thirty minutes was required to achieve hemostasis. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. Concomitant products: dilatation catheter: super masamune; guide catheter: roadmaster; sheath: 8-french; heparin.